Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Investigation summary: one photo was provided. It shows two needle assemblies without the plastic shield. One has the needle with normal finishing/ color; the other is blackened. The etching cannula may had a variation creating this unit with discoloration. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaints for the lot # 8204928 for the same defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: cannula process. The etching cannula may had a variation creating this unit with discoloration. Rationale: CAPA required not this time.

Event description:
It was reported that needle ns 30ga 1/2in bns yel hub tw euro contained foreign matter. The following information was provided by the initial reporter: "blackened needles were founded in the visual inspection blackened 10 needles / 500 needles inspected (2%)."